Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The cannula was bent which caused the event. The patient replaced infusion sets and resumed insulin successfully. No further information available.